Event description:
It was reported to philips that the screen displayed black images intermittently. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency treatment was aborted. The field service engineer (fse) visited and confirmed that the device exposure program is abnormal. The philips engineer replaced the cube board. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.